Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® tag® conformable thoracic stent graft with active control system for a thoracic aortic aneurysm. A 22fr dsf was inserted from the left femoral artery. The left femoral artery measured 6.3-6.4 mm. The nominal outer diameter of the 22fr dsf is 8.2 mm. After the devices were deployed without issues, the angiography showed no problems. Reportedly, just before leaving room, dissection in the common femoral artery was confirmed. A femoral-femoral artery bypass was performed. The patient tolerated the procedure.

Manufacturer narrative:
As reported, the left femoral artery measured 6.3-6.4 mm. The nominal outer diameter of the 22fr dsf is 8.2 mm. According to the gore® dryseal flex introducer sheath instructions for use, adequate vessel access is required to introduce the sheath into the vasculature. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.